Event description:
Related manufacturing reference number: 2017865-2022-08006. It was reported that a patient's right atrial lead had a pacing impedance below standard levels, as well as atrial lead noise. The right ventricular lead also exhibited high ventricular rate that seemed to be caused by oversensing of lead noise. The patient also reported discomfort around his left shoulder and pacemaker while at work. He has no other symptoms and was stable.

Manufacturer narrative:
Correction: report sent on june 8, 2022 incorrectly had investigation conclusion code as "conclusion not yet available" as opposed to "cause not established."

Manufacturer narrative:
Correction: device has not returned, h6 codes updated.

Event description:
Additional information received noted that the atrial and right ventricular leads were explanted on (B)(6) 2022. During this process, it was noted that the two leads fractured due to clavicular crush. The patient is recovering from procedure.

Event description:
Related manufacturing reference number: 2017865-2022-08006. New information notes that the patient experienced lead fracture on their leads. The leads were also reprogrammed.

Manufacturer narrative:
The reported events of noise, low pacing impedance and clavicle crush were confirmed, while the reported events of lead fracture and stimulation were unconfirmed. As received, a complete lead was returned in one piece for analysis. Destructive analysis found an inner insulation abrasion consistent with clavicular crush. The cause of noise and low pacing impedance was isolated to internal insulation abrasion consistent with clavicular crush.